Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number and expiration date unknown). (B)(6).

Event description:
Customer received result of 420 mg/dl on the mobile system and a result of 130 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.